Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the clips shot out of the instrument, no further info available. Another device was used to complete the case. There was no consequence to the pt.